Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient complained of chest pain. The post-procedure chest x-ray showed a large left lung pneumothorax that required placement of a chest tube and admission to the hospital. The patient was discharged home the following day. The target nodule was about 1 centimeter (cm) in size and was located in the left upper lobe 1 cm away from the pleura. Both 21g and 23g flexision biopsy needles were used for biopsy during the procedure. The physician stated that the ion caused the pneumothorax because he believed it gave a false sense of [catheter] position in proximity to the peripheral lung lesion. While the ion system showed the catheter to be close to the peripheral lung lesion, he stated that cone beam CT showed the catheter was past the target and the needle was noted to be in the subcutaneous tissue.

Manufacturer narrative:
An intuitive surgical endoluminal territory associate (eta) was on-site at the hospital during this procedure. The eta reported that, during the procedure, the physician encountered some divergence. To address the divergence, the physician utilized a tool called preview path to navigate towards the target. After driving the catheter close to the target, the physician turned off the preview path feature prior to biopsy. The eta informed the physician that, since divergence was previously encountered, the near/far distances, including the pleura border, would no longer be accurate after exiting the preview path feature. Instead of updating the target (which would update the near/far distances), the physician¿s plan was to update the target¿s position after cios spin (cone beam CT / cbct) imaging. The physician also elected to extend the needle past the catheter¿s tip prior to the cbct spin and target update. After the case was completed, the eta discussed standard procedure steps when encountering divergence with the physician, who acknowledged the different steps taken for this event. On 09-nov-2023, an intuitive surgical clinical applications engineer (cae) was on site at the hospital and discussed best practices with the physician for the following workflows: radial ebus, biopsy, and divergence (including usage of preview path). The eta will continue to reinforce these best practices during upcoming case support, the endoluminal sales representative will have conversation around user guides and safe best practices, and the cae will schedule a follow-up conversation in the future. Review of the procedure logs for the this event by intuitive surgical failure analysis and software engineers did not find any recoverable or non-recoverable errors that are relevant to the reported event. The trace logs indicate that the user entered preview path/lock to path to navigate. They then exited preview path/lock to path. The cios spin integration workflow was started and the target was updated multiple times. The user then entered and exited preview path/lock to path to navigate multiple times during the remainder of the procedure. It was concluded that based on information from the eta, who was present at the procedure, the physician elected to extend the needle beyond the catheter tip prior to the performing the cios spin integration workflow, which includes updating the target¿s position. Note that logs cannot contain information about biopsy workflow since biopsy tools (including the flexision needle) are not electronically connected to any part of the system. The ¿procedure guide for ion endoluminal system with cone beam computer tomography¿ documents that there is a procedure for ¿modification to the workflow if CT-body divergence is observed". 1. If the navigation view significantly differs from the live view, consider using preview path to navigate toward the lesion. 2. Position the catheter approximately 10mm proximal to the lesion¿ (prior to cbct workflow). The procedure guide also offers instructions on evaluating catheter tip alignment with the lesion, catheter tip adjustment if misalignment is observed, repeating radial ebus workflow, and confirming airway tenting with the vision probe prior to ¿exchange[ing] the vision probe for the biopsy tool of choice (e.g., biopsy needle).¿ in this case, the eta observed that the physician extended the biopsy needle prior to these steps.